Event description:
It was reported that the customer wasted 10 reservoirs due to insulin leaking past the o-rings. Advised that a box or replacement reservoirs would be sent to the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.